Event description:
Customer reported the following: an infusion with tpn at 22ml/hour and insulin at 0.98 ml/hour had a cracked and leaking filter on an extension set. All drugs are going through one filter; the sets are connected with multiple tri set extensions which are then attached to the filter, which is connected closest to the pt. The filter was in use for 24 hours when the lead was noted and the tubing was not due to be changed for 3 days. The insulin drip had needed to be increased throughout the day. The leaking filter was found at 1700 and the filter was replaced at that time. At 1830 the pt's glucose dropped from 286 to 260. No add'l pt or event info was provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the set has not been rec'd. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.